Event description:
It was reported that a motor stall was noted in the event logs with no motor stall recovery recorded. The pt's last refill was in 2008. Three motor stalls have occurred since 2008. The first motor stall occurred on the event date, and recovered. A second motor stall occurred two days later, and recovered. Third motor stall occurred in the same month, and there was no recovery noted in the logs. The rptr denied any MRI or electromagnetic exposure. The pt has been going through withdrawal symptoms since 2008. No alarms have occurred and the "silence alarm" box was not under the alarms tab. The pump contained dilaudid (hydromorphone) 1 mg/ml at a daily dose of 0.2 mg. The pump was replaced the following month.